Manufacturer narrative:
(B)(4).device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a failure code 810:03, which is being addressed through mdq CAPA (B)(4). The air in line printed circuit board was replaced to repair this condition. The device met specification for the reported condition. A follow up report will be submitted if additional information becomes available.

Event description:
The customer reported a colleague infusion pump with failure code 810:03. It is unknown when the reported condition was identified. There was no documented patient injury or medical intervention related to the reported condition. The pump was categorized as a colleague 2006 pump with software version 5.09.90. No additional information is available.